Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 530 mg/dl while wearing the pod between 4 and 24 hours on the abdomen, despite administering multiple boluses. When the pod was removed, the cannula was found to be bent. In addition, the patient reported receiving an ¿automated delivery restriction¿ message on their pdm (please refer to case (B)(6)). Symptoms reported included dehydration. The patient was treated with an unspecified insulin injection, and a new pod was applied. The patient left the ER on the same day.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has been returned/received and, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the was hospitalised due to hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 530 mg/dl while wearing the pod between 4 and 24 hours on the abdomen, despite administering multiple blouses. When the pod was removed, the cannula was found to be bent. Symptoms reported included dehydration. The patient was treated with an unspecified insulin injection. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
Please see b2, b5 and h6 for correction.